Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3. Reference MFR. Report: 1627487-2017-07433 and 1627487-2017-07447. It was reported the patient underwent surgical intervention on (B)(6) where the scs ipg was planning on being removed and replaced; however a possible infection was discovered at the ipg pocket site and thus the procedure was abandoned. The adapters were implanted but the ipg was not implanted. Surgical intervention may be pending in the future to re-implant devices.